Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported "rupture" on an unknown side. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Later the healthcare professional confirmed the rupture and capsular contracture, baker grade IV . This record is for the left side. Device was explanted.